Event description:
Device 3 of 3; reference MFR. Report#: 1627487-2019-05790, reference MFR. Report#: 1627487-2019-05791. Follow-up information revealed that no surgical intervention is planned at this time.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-05790. Reference MFR. Report#: 1627487-2019-05791. Follow-up information revealed the patient underwent surgical intervention wherein the patient system was explanted. The patient reported the pain subsided following the procedure.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-05790. Reference MFR. Report#: 1627487-2019-05791. It was reported the patient experienced pain in the lower extremities following a drg implant procedure on (B)(6) 2019. As such, the patient presented to the hospital. It was noted the patient's system has not been turned on due to the issue. The patient is under observation and may undergo surgical intervention as the next course of action.